Event description:
Information was received via a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient attempted to charge for one hour and the ins was 0-25% full, then the patient plugged ins recharger (insr) in all night, and today connected insr to ins and found it 0-25% full. Patient services (ps) reviewed normal function of charging ins and how plugging insr into the wall will not charge ins battery. Ps confirmed during the call that insr is fully charged. Patient connected insr to ins and confirmed full coupling and ins flashing 0-25%. Confirmed stimulation on but patient doesn¿t feel stimulation. Pressed stim on button and no change. The caller noted that patient expected to feel stim sometimes because she did feel stim during the trial (level 4.2) with certain activities such as coughing or raising arms, (no allegations, patient just expected to feel stim the same way after implant) however patient stopped feeling stim when ins battery depleted (patient programmer (pp) confirmed charge ins screen at that time pp said ¿out of power¿), patient was instructed to wait for follow up appointment to recharge, which was yesterday. Ps reviewed to continue charging and patient can use pp if needed to try and feel stim. No further complications were reported. No additional patient symptoms were reported. Additional information was received from a consumer. It was reported that the patient had noticed the change in their stimulation immediately. The patient reported that they have been able to feel their stimulation. No further complications were reported as a result of this event.